Event description:
The lead was implanted on (B)(6) 2009. It was reported that there was noise noted on the lead. The procedure took place at (B)(6). The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).